Event description:
It was reported the shocking or jolting started 9 days ago following being in a physical fight. It was reported the patient was in the ER and needed a manufacturer representative to turn the stimulator off. It was noted the implantable neurostimulator was hit during the fight. The same day, it was reported the stimulation was uncomfortable. It was reported there was a shocking/jolting sensation. It was reported that impedance testing was performed. It was noted the stimulator was off and the program was turned down to ¿0¿ amplitude. The impedances were within normal limits. It was reported the patient had burning around the stimulator and down the legs. It was stated the patient was ¿hit in the stomach in area of stimulator.¿ it was reported the patient was alive with no injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 281240002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).